Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/20/2014 with the following findings:a review of the black box indicated multiple unexplained pump reboots. During testing, the pump powered on properly with the returned battery cap. The battery cap secured properly to the pump and a power loss was not observed. The battery cap contact dimensions measured within specifications. No damage was observed to the battery compartment. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was repeatedly rebooting without user intervention. No damage or moisture ingress was reported. The battery was allegedly new and no associated alarms were recorded in the pump alarm history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.